Event description:
It was reported that the device had an error 46011. The event occurred during self-testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D1 - brand name, d2a - common device name, d2b - procode, d3 - manufacturing plant address, d4 - model, catalog number and primary UDI number; correction. D3 - mfg establishment name and h6. Codes: updated. The customer reported issue of "error 46011 (indicating an intermittent wireless module connection error)" was unable to be confirmed due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.